Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a motor error and no delivery alarms. The customer¿s blood glucose level was 105 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed no delivery followed by a motor error during bolus delivery. The customer stated that the drive support cap was flush and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer also reported that the insulin exited after a 5 unit fixed prime was delivered. The customer was advised to monitor and call back if issue recurs. The insulin pump is not expected to return for analysis.